Manufacturer narrative:
Patient's sex and weight were not provided. Unique identifier (UDI)#: (device identifier) ¿ (B)(4). The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s mobile power unit (mpu) power symbol was flickering green. A locking power cable was in use at the time of the event and was replaced with another locking power cable. The green light continued to flicker. The customer gave patient a loaner and was requesting warranty repair or replacement. No clinical symptoms were reported. The vad history, showed no power alarm. The lvad clinician was unsure if the rehabilitation staff unplugged the mpu while patient was hooked to it or if it was related to the flickering power light. On (B)(6) 2018, it was reported that the mpu was defective and was shipped back for repair or replaced. There was no adverse impact to the patient due to the event. No additional information was provided.